Event description:
The customer observed an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing when using tnih lot 108. An initial elevated atellica im tnih result was obtained for the affected patient. Three days later, another sample was measured for confirmation, producing reproducibly lower results. The initial sample was re-tested, and produced a similar low result. There are no reports of any adverse patient consequences in association with the observed discordance.

Manufacturer narrative:
A customer from outside the united states observed an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Siemens is investigating.

Manufacturer narrative:
A customer from outside the united states observed an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. MDR 1219913-2025-00066 was initially submitted 01-apr-2025. Update on 18-apr-2025: siemens has concluded investigation. Review of instrument data showed no evidence of any hardware issues which would affect delivery of sample or reagents. The discordant result was not reproducible, so return of the affected sample for additional testing is not warranted. Quality control data were requested but not received, so no evaluation could be made. There were no issues reported for any other samples. Sample type and handling details were not made available by the customer. On the basis of the available information, a specific cause for the discordant result could not be identified. No additional issues were reported. The customer is operational, and the identified issue was resolved by routine troubleshooting; no product problem was identified. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.